Manufacturer narrative:
Unit passed displacement test. However, unable to prime unit during the prime/delivery test and motor error alarm during basic occlusion test due to faulty back pressure sensor (gold). The motor was tested outside the device and passed. Unit received with minor scratches on lcd window. Unit received with cracked case at display window corners. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had multiple motor errors alarm during basal. The customer did not recall any significant events leading up to the motor error alarm. Blood glucose level at the time of the incident was 172 mg/dl. Review of the alarm history showed that three motor error alarms had occurred within about two weeks. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.